Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/16/2018 that on (B)(6) 2018 a loss of connection had occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the window was cracked. The device was charged and booted up. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. The receiver case was opened for an internal inspection and no defects were found. There was no data log available to confirm the reported event of loss of connection. The complaint confirmation was undetermined. A probable cause could not be determined.